Event description:
A caller reported experiencing a cgm error numbered 42. There was no reported impact to the customer's blood glucose level. The caller planned to follow up because they did not have the pump charger available, and upon follow-up, troubleshooting was to continue. Upon follow up cts provided pump reset information. Cts walked caller through pump reset. After reset pump reset cgm error code did not reappear.